Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned . To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was a prescription for steroids or antibiotics necessary for the recovery of the patients? If yes, could you provide us with the name, route and dose of the drug? Yes, but we don't have more information. What is the current condition of the patients? We do not know. Could you provide us with the dates of the proceedings? Between october 1 and 27, 2022. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates, results or medication names. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Onset date? Other relevant patient history/concomitant medications? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were cultures performed? Results? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. For the patient that had ¿disunity of the threads¿: did the suture break? Did a wound dehiscence occur? How was the dehiscence managed? Note: related events reported via 2210968-2022-10260.

Event description:
It was reported that a patient underwent a breast surgery in (B)(6) 2022 and suture was used. The patient presented with immediate post-operative inflammatory plaques on the skin with healing difficulties, especially at the level of the suture knots. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/27/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the indication for the initial surgery? We don't have the answer. What was the approach (open, laparoscopic or other)? We don't have the answer. What tissue was the suture used on? Skin. What was the condition of the tissues (normal, fine, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? We don't have the answer. How was the suture originally tied (multiple knots, square knot, etc.)? We don't have the answer. Did you observe a defect or anomaly of the sutures before, during, after the placement of the sutures or during a re-operation? Nope. Could you describe the manifestations in the patient (location, severity, appearance, systemic or local reaction). Start date ? Location: at the suture knots. High severity because a patient ended up in the hyperbaric chamber, appearance of inflammatory plaques, blisters and budding, ulcerations. Have any preoperative cleaning procedures or products changed recently? We don't have the answer. Does the patient have a known allergic history to medical devices, foods and/or drugs? We don't have the answer. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgery? We don't have the answer. Were cultures carried out? Results? We don't have the answer. What is the physician's opinion of the etiology or contributing factors to this event? Etiology: monocryl threads, because it happened on 2 batches, to 3 different doctors. When quarantining batches, no more such statements. What is the current condition of the patient? We don't have the answer . Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The initial information reported the 2 sutures involved in the event were: monocryl suture product code y423h, lot sgmbut. Monocryl suture product code y423h, lot shmsdc. Upon investigation it was determined that: lot sgmbut is related to product code 661g12, ethilon suture. Lot shmsdc is related to product code sxpp1a40112, stratafix symmetric pds plus. For each device, please provide the following: name/type of suture? Product code? Lot number?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/20/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.